Event description:
Procedure: knee revision. Original surgery was performed on (B)(6) 2008 by (B)(6). Revision surgery performed on (B)(6) 2014 by the same surgeon and at the same hospital. Patient had pain following a fall and on x-ray some visible loosening observed on tibial component. On clinical examination, the knee was unstable. On opening the knee, significant grey staining of the soft tissue was observed and tibia was grossly loose. Cement metal was intact but not adhering to tibial component. There was grey staining around the coned portion of the tibial component. Surgeon performed significant synovial debridement and revision implants implanted. Patella was also resurfaced.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. X-rays were received and reviewed (report attached via (B)(4)). The initial reporting suggests patient trauma (fall) was a contributing factor to the reported event. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.